Event description:
Transport ventilator circuit assembled incorrectly resulting in breath being delivered through exhalation port rather than to patient. Markings on circuit not clear to prevent this error. Patient experienced cardiac arrest that was immediately addressed and patient recovered.